Event description:
The physician intended to use a resolute onyx coronary drug eluting stent to treat a lesion. It was reported that the patient presented an acute thrombosis post stent deployment within 0 to 6 hours requiring immediate intervention. Patient status is alive.